Event description:
Baxter product surveillance contacted the patient's nurse on (B)(6) 2011 regarding the increased intra-peritoneal volume (iipv) that was found during evaluation. The nurse stated that the patient has been to the clinic since this event. The patient has not reported any overfill symptoms. The patient has resumed therapy with no issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv that was found in the device logs. The cause of the iipv found in the logs was determined to be: insufficient drain- one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 5. The patient's drain volume was 3211ml. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.